Event description:
Info received indicates the head panel wasn't staying up.

Manufacturer narrative:
The technician found that both the left and right gas springs were not holding position. The technician replaced the gas springs to repair the stretcher.